Event description:
Customer stated that when they insert a strip the display only comes on for an instant and then goes off. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided.